Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: pump infused whole bag of insulin within less than 1 hr. Unsure how it got 75units/hr and then another 200 units/hr later on.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device was not returned for evaluation. The device logs were provided for review: active device history log review: [ ] n/a [ ] defect confirmed [x] defect not confirmed. Log review shows on 8/26/2025 at 12:11pm an infusion start of 75ml/hr and 1000ml (dl: d10w). At 2:51pm infusion was stopped with a volume infused to 200.55ml and pump was placed on standby. At 6:00pm pump was brought out of standby and at 9:19pm an infusion start. At 10:31pm with a volume infused to 290.92ml an air alarm occurred, then at 10:33pm a pressure alarm, then at 10:33pm an air alarm for a volume infused to 291.23ml, and at 10:47pm door was opened. At 10:50pm an infusion start of 200ml/hr (dl: IV w/add). At 11:03pm infusion was stopped with a volume infused to 40.74ml and door was opened with no further infusions taking place that day. Based on log review, pump switched from 75ml/hr to 200ml/hr due to programming change in rate by user, with volumes delivered being consistent with that programming. All information concerning this reported incident has been included in our trend analysis of the product line.